Event description:
Based on info reported to davol: (B)(6) 2012 - the surgeon alleged that the pt experienced anaphylactic type symptoms, a rash and low blood pressure, approximately three hours after undergoing an open umbilical hernia repair where a ventralex st was placed. The doctor released the pt home with steroids.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. At this time no connection can be made between the reported event and the reported event. The pt is reported to have developed anaphylactic-type symptoms three hours after implant of the ventralex st mesh. The pt was treated with steroids and released home. No medical records, including an operative report for the implant procedure, have been provided. While the mesh is not identified as the source, allergic reaction is listed as a potential adverse reaction listed in the instructions for use. If additional info regarding the pt's course of treatment is provided, a supplemental MDR will be submitted.